Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 2243441-2019-00035 and for the third device reported that was used on the same patient see MDR 2243441-2019-00036.

Event description:
The user facility reported that the angio-seal carrier tube was bent on the distal end on three devices. The patient was reported to be in good condition and there was no patient injury. The procedure outcome was great, another angio-seal evolution that was not damaged was used. There was no blood loss. Additional information was received on may 02, 2019. The procedure being performed prior to the use of the angio-seal was a percutaneous coronary intervention. A 6fr procedural sheath was used. The issue was discovered while the devices were being prepped for use.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.